Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error after the customer suspended it. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to complete the rewind sequence. Blood glucose value was 163 mg/dl. The alarm history showed a motor error, a motor position encoder error and a motion sensor test failure alarm within the last 30 days. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. No other error alarms were noted in the history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump passed the displacement test. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.